Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-01378 for the first exalt model d scope, number 3005099803-2025-01377 for the second exalt model d scope and report number 3005099803-2025-01375 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d controller was used with two exalt model d scopes, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, after 10-15 minutes the image was lost multiple times. The exalt controller rebooted and the image would recover but it appeared to have a pink tint. The physician switched to a second exalt model d scope and experienced the same reported issue. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.